Event description:
During an in clinic follow-up, the device was interrogated and revealed the device was in backup operation with power on reset (por). The device was explanted and replaced to resolved the event. The patient was stable and will continued to be monitored.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. Interrogation of the device revealed the device was in backup operation and battery voltage at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench and environmental stress testing. Telemetry and pacing functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The backup operation is consistent with the sudden drop in battery voltage and the cause of premature battery depletion could not be determined.